Manufacturer narrative:
Na

Event description:
In 2007, the pt had his primary surgery. On approx four and a half months later, the pt was revised since the left l3 screw was broken. At this time, the bone was found to be not fused. The surgeon assumes that the l3 screw fracture was probably due to the fact that the bone was not fused.